Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl and sensor glucose was 79 mg/dl and pump did not suspend. The caller stated that the low blood glucose levels were treated by taking glucose tablets. The customer did not mention any symptoms of their blood glucose levels. The customer declined troubleshoot for low blood glucose. The product will not be returned for analysis.